Event description:
Additional information received reported that the patient was "fine and receiving effective therapy". Discussed walking in the middle of detectors instead of towards one side. No further complaint from the patient was lodged. No further information was provided.

Event description:
It was reported the patient experienced a shocking or jolting sensation. The symptoms occurred following exposure to a theft detector and sliding glass doors at a store. The device had been on during the incident. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v802376, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).